Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing of the ra can be seen on the rv channel. The sensing has decreased from 17mv at implant to 5mv. The pacing impedance decreased slightly. Chest x-ray and full lead evaluation recommended. Lead remains implanted.